Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: although the lot number of the device is unable to be confirmed as a legible photo of the device patch was not provided, visual analysis of the photographs was performed and identified red particles. Devices were not labeled. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.